Event description:
It was reported that during a laparoscopic an unknown procedure device loading the ecr60g could not be fired at the 1st firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # p5698g. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with 9 double drivers and 1 single driver out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.